Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received which indicated that the absolute pro stent delivery system (sds) was cut from the guide wire in order to maintain vessel access due to the difficult catheterization. The absolute pro was removed from the guide wire and the same guide wire was used with a new stent delivery system. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a peripheral procedure, the 9.0 x 80 mm absolute pro stent delivery system was inserted over an unspecified guide wire and became stuck. It was necessary to cut the delivery system to release the guide wire. No additional information has been provided.